Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right atrial (ra) lead was oversensing. The physician decided to explant the lead. During procedure, the physician observed that the lead was breached by suture. Implant of the ra lead in 2012 was performed without using the suture sleeve which lead to lead damage. The ra lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.